Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of radiopaque (ro) marker detached. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the working length was torn from the end of the rx channel to the tip. The device was observed under magnification, and the needle was blackened. Additionally, the working length was torn from the end of the rx channel to the tip, and the radiopaque (ro) marker was detached from the device, and its component was not returned. No other problems with the device were noted. The reported event of radiopaque (ro) marker detached was confirmed. Upon analysis, it was found that the radiopaque (ro) marker was detached from the device. It was also found that the needle was blackened, which indicates that the device was energized. Additionally, the working length was torn from the end of the rx channel to the tip. The observed damage on the distal section is typically caused when the user pulls/removes the guidewire through the c-channel, also the technique used during loading/removing the guidewire into the device could tear the catheter, leading to the ro marker band to get out/detached from the catheter. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when cannulating the ampulla, "a metal piece came off the knife into the bile duct. This looked like the radiopaque marker in the knife." It was confirmed as a non-defective device was opened and compared the ro markers from the defective device that had the ro markers detached. It was reported that the detached piece was not retrieved as it was too small. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of radiopaque (ro) marker detached.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when cannulating the ampulla, "a metal piece came off the knife into the bile duct. This looked like the radiopaque marker in the knife." It was confirmed as a non-defective device was opened and compared the ro markers from the defective device that had the ro markers detached. It was reported that the detached piece was not retrieved as it was too small. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of radiopaque (ro) marker detached. Block h2 (additional information): block d4, and block h4 have been updated based on the additional information received on may 2, 2023.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when cannulating the ampulla, "a metal piece came off the knife into the bile duct. This looked like the radiopaque marker in the knife." It was confirmed as a non-defective device was opened and compared the ro markers from the defective device that had the ro markers detached. It was reported that the detached piece was not retrieved as it was too small. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.